Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump ran out of insulin, twice, in the middle of the night without alarming. Customer stated that the pump alarms when it is low, but not when it is empty. Customer's blood glucose levels at the time of the incident was 599+ mg/dl. Customer reported that they have been experiencing high, as well as, low blood glucose levels for 3 to 4 weeks. Customer reported symptoms related to high blood glucose levels included nausea and bad headaches. Customer stated that there was a 911 call for their low blood glucose. Customer's blood glucose levels at the time of 911 call was 20 mg/dl. Customer treated low blood glucose with a glucagon shot. Customer reported having chest pain and irregular heart rhythm. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issues could not be determined. Replacement product is being sent.